Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced lightheaded, nauseous and presyncope episode. Upon review, there was concerns about oversensing and loss of captured. The plan is going to check the ICD. Currently, this product remains in service and no additional adverse patient effects were reported.